Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) and a minimum fill notification occurred during the load process after the cartridge was filled with 300 units of cold insulin. The user's blood glucose (bg) level was 300 mg/dl. The bg level was addressed with a manual injection. The user successfully loaded a new cartridge.